Manufacturer narrative:
This report was originally filed as manufacturing report number 1644019-2017-00810. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrecomy procedure there was no cutting function with the probe. The probe was replaced and the procedure was completed. There was no patient harm.